Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 47 mg/dl. The customer had symptoms such as feeling low. The customer was treated for the low blood glucose with soda and two sugar cubes. Customer¿s blood glucose level was 231 mgdl at the time of the call. The customer was assisted with troubleshooting. Customer stated that the drive support cap was normal. The customer declined the rest of troubleshooting to discuss with someone in person about the accuracy of the programming. The product was not returned for analysis.